Event description:
The facility reports as the patient was being transferred from the chair to the bed, the hoist tipped over. The staff managed to stop the patient from falling and lowered the patient onto the bed. No reported injuries to the patient. However, the staff member sustained an injury to their back (pulled muscle) and was examined by local gp, requiring one day sick leave and prescribed medication.